Manufacturer narrative:
(B)(4).

Event description:
It was reported patient felt stimulation when she connected to patient programmer (pp) but then after a second or two stimulation stopped and she did not feel it for the day. The patient tried increasing up to 4.8 v and the feeling of stimulation went away. The patient also noted that they had a fall that could be related to this issue. The patient change of symptom /therapy was reported as sudden. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.